Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent robotic assisted total hysterectomy and left salpingo-oophorectomy due to symptomatic uterine bleeding and chronic pelvic pain on (B)(6) 2011. On (B)(6) 2013, patient underwent laparoscopic right salpingo-oophorectomy due to pelvic pain and right ovarian cyst.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and mesh was implanted with concurrent cystoscopy. It was also reported that following insertion the patient experienced infection, urinary/bowel problems, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted; and on (B)(6) 2013, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.